Manufacturer narrative:
(B)(4). A verification of failure mode reported in the current manufacturing process was conducted: thirteen staplers were taken from the current production from lot 73h1700382 (visistat 35w), the staplers were functionally inspected (fired) and issue reported "product misfired" was not observed in the current manufacturing process. The staples were loaded and released correctly. The device history review for the product deroyal surgimate 35w 24/ case lot #73h1600260 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The device misfired during a procedure. There was no patient injury.